Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was not received for evaluation and therefore this complaint cannot be confirmed. However, the customer has returned the unused healix anchor that they had in stock to inspect if there were any similar issues. This anchor was inspected visually and functionally. Visual observation under magnification does not reveal any structural anomalies on the anchor or the sutures. The suture is correctly seated in the mouth of the anchor. This anchor was deployed into test foam successfully and did not observe any suture breakage. We cannot confirm this complaint or discern a root cause for user to have experienced this issue. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A non-conformance was opened relating to deals with at risk production of healix advance br products, with no link with this complaint. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that the sutures were breaking on two of the customer's 5.5mm healix advance br anchors during a rotator cuff procedure. It was reported that the surgeon inserted the first anchor and while using a knot pusher to tie a knot for one of the three sutures in the anchor, the suture broke. The surgeon continued to tie the other two sutures and left that anchor in the bone feeling it had proper fixation. He then inserted a second anchor, and the same exact thing happened but with a second knot pusher. He tied the other two sutures and again felt he had proper fixation. The sales rep decided to take the last anchor on the customer's shelf that was of this lot and is sending it back for evaluation since the two complaint devices were kept inside the patients bone to complete the procedure. It was reported that there were no delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.